Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a root repair surgery the tip of the needle broke in the scorpion and was stuck. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from another company. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged unk batch unk was received for evaluation. The needle was received broken inside the ar-12990, serial/batch number (B)(6). A visual inspection revealed a piece of metal, presumably a needle, lodged in the slot of the scorpion's tip. Functional testing with a new ar-12990n found resistance when the needle attempted to pass through the instrument shaft; the instrument's cannulated shaft was obstructed. The most likely causes for the reported failure are user error, specifically striking bone or using excessive force to pass the needle through fibrous or calcific tissue. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function."